Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer&#38112;blood glucose level was 164 mg/dl and would be addressed with a bolus via the pump. The customer changed the supplies, resumed insulin delivery, and reported no further occlusion alarms.